Event description:
It was reported that the patients lead had migrated. No device malfunction suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device components were discarded. Additional information was received that the patient was experiencing undesired stimulation in the ribs due to lead migration.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7087892.

Event description:
It was reported that the patients lead had migrated. No device malfunction suspected. The patient underwent a revision procedure wherein the paddle lead was replaced with percutaneous lead and was doing well postoperatively. The explanted device components were discarded.